Event description:
It was reported that this brady lead was attempted due to brady lead was not successfully implanted at the left bundle branch due to threshold increased dramatically before the catheter was split and a lead dislodgment was suspected. Also, tissue was entrapped and once removed, the helix could not be retracted. A new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was attempted due to brady lead was not successfully implanted at the left bundle branch due to threshold increased dramatically before the catheter was split and a lead dislodgment was suspected. Also, tissue was entrapped and once removed, the helix could not be retracted. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found extended helix, dried body fluid and tissue in the helix housing. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of dislodged or dislocated was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.